Event description:
The customer states the system displayed a ups communication error.

Manufacturer narrative:
The ge service rep replaced the workstation ups and ups usb cable. The system is operating as intended.